Event description:
It was reported that during a lap low anterior resection procedure, the device got caught in the pt and the white tissue pad was ripped off. The pad was retrieved. Another device was pulled to complete the procedure. No adverse pt consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.